Event description:
The consumer reported her husband used the prod for four hrs on his right hip. When the patch was removed, the customer described a burn resulting in redness, rawness, peeling and oozing in the area worn. He treated the area with bandages and antibiotic ointment. The husband showed his dr during a routine visit who told him to continue treating the area the same as he had before.

Manufacturer narrative:
Since this is a disposable single-use device, the patch is unavailable for eval and analysis. The lot # was not provided from the rptr to conduct trend analysis. The report is below the threshold of the FDA's requirements for mandatory reporting of adverse events involving medical devices as there is no evidence that use of the prod resulted in serious adverse hlth consequences. Instead, our investigation has determined that the pt experienced temporary or medically reversible adverse hlth consequences. Accordingly, this MDR is being submitted as a voluntary and proactive measure by the MFR to enhance prod safety and pharmacovigilance.